Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and elevated blood glucose (700 mg/dl). Customer was hospitalized and treated with fluids and intravenous insulin drip. Customer was discharged (date could not be recalled by customer) with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy. Cause for the event was unknown.